Event description:
Adverse event occurred outside us, in france. A male patient has been using lofric hydro-kit nelaton (40cm, ch14) for around 30 years. Lofric hydro-kit is a sterile, single use, hydrophilic catheter with salt solution for activation, intended for intermittent urinary catheterization. It has an integrated urine collection bag (primary package) and is ready to use anywhere. The wetting solution is used to activate the hydrophilic catheter coating before use. On (B)(6) 2025, the patient contacted the manufacturer representative and reported that there were 5-7 catheters in one customer box that were completely outside of the primary package. The patient did not report any health impact and will continue to use lofric hydro-kit.

Manufacturer narrative:
Batch documentation and production data have been reviewed and no relevant problems were registered. No deviations or earlier complaints registered for this lot. Manufacturer has not been able to receive any products back from the user, however he did provide a picture. Analysis handled by production personnel concluded that the machine station where the catheter insertion into the primary package occurs is the likely cause of this problem. It may sometimes happen that the coudé catheter tip "bounces" and places the catheter above the primary package instead of inside it. Production checks are carried out every hour with regard to primary packaging control to detect this. Should additional facts prompt us to alter or supplement any information of conclusions contained in this report, a follow-up report will be submitted.